Manufacturer narrative:
(B)(4).evaluation summary:the condition of a colleague infusion pump with failure code 812:02 was confirmed and reproduced during product evaluation. The root cause was determined to be a faulty pump head module (phm). The phm was replaced to correct this condition.this device is a remediated colleague pump with a user interface module software version of 5.09.90.a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative contacted baxter to report a colleague infusion pump for failure code 812:02. There is no patient involvement. The process step is unknown and the event occurred in the central sterile department. This condition has the potential to interrupt delivery. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.